Event description:
It was reported that the patient presented in clinic for novel pacemaker implant procedure. Post-operation observation found the patient had developed pericardial effusion due to vascular dissection sustained during procedure. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Further information was received indicating a large right retroperitoneal hematoma was observed during the implant procedure likely due to an inferior vena cava injury. The patient was intubated and received a blood transfusion. The following day the patient underwent a blood flow analysis to evaluate the hematoma. No obvious arteriovenous fistula or hematoma was noted in the right groin; however, it was difficult to rule out a profunda femoral artery aneurysm or pseudoaneurysm. The patient is now stable.

Event description:
Further information was received indicating post pacemaker implant procedure, an injury of the ivc occurred resulting in extravasation. A CT scan showed the extravasation from the ivc injury in the retroperitoneal area. The patient was admitted to the ICU where they received a blood transfusion. The patient was in stable condition when discharged on (B)(6) 2022.